Manufacturer narrative:
Review of the provided data revealed : - during the followup visit dated (B)(6) 2024, the time to rrt was displayed < 3 months and battery voltage = 2,94v - an erroneous value was transmitted to the programmer due to a sporadic telemetry error, leading to an erroneous time to rrt calculation. - the telemetry error could be due to a noisy environment or a weak inductive link. - the followup performed one hour later confirmed the rrt was not < 3months (battery voltage = 2,94v) and displayed time to rrt between 7 and 9 years. - the battery curve analysis did not reveal anomaly. - no device issue suspected. Please refer to the attached report

Event description:
Reportedly, during follow-up, the device showed a battery with 2,94v and residua longevity less than 3 months. Same observation during the second observation. One hour later, a new interrogation showed a longevity estimated to 7-10 years.

Event description:
Reportedly, during follow-up, the device showed a battery with 2,94v and residua longevity less than 3 months. Same observation during the second observation. One hour later, a new interrogation showed a longevity estimated to 7-10 years.